Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 1999. The patient experienced intractable n ausea, vomiting, and epigastric pain. During the (B)(6) 1999 visit, the patient was admitted to a regular medical bed and hydrated vigorously, placed on a sliding scale for insulin, and given antiemetics and narcotics for pain. The patient¿s blood sugar level was stabilized, but the nausea and vomiting persisted. The patient had some improvement by (B)(6) 1999 and her diet was advanced. The hydration was decreased and the narcotics were discontinued on (B)(6) 1999. The patient had significant epigastric pain the next day, but did not take narcotics and improved. The patient was discharged on (B)(6) 1999. The patient was discharged with medications of ultra lente, reglan, pepcid, insulin, and phenergan. The patient started a ada 1800 calorie diet; 6 small meals a day and ambulating frequently after each meal. During the (B)(6) 1999 visit, the patient experienced refractory nausea, vomiting, and abdominal pain. Intravenous (IV) antiemetics and narcotics were given. It was noted that IV access continued to be quite difficult. A right external jugular (ej) IV was placed, but subsequently failed. A left foot 22 gauge IV as then placed, which ¿tided¿ the patient over and the nausea and vomiting resolved. The patient was discharged on (B)(6) 1999 with no further epigastric pain or vomiting. The patient continued medications. The patient continued medications of ultra lente, cipro, reglan, elavil, prevacid, insulin, and phenergan. The patient was to continue her ada 1600 calorie diet; 6 small meals a day and ambulating frequently after each meal. It was also reported that in (B)(6) 1999, the patient became pregnant and was unable to return to the site for the final visit, which would have been in (B)(6) 2000. The patient reportedly endured a high risk pregnancy. The implantable neurostimulator (ins) was not turned off. The ins remained implanted and stimulation was on. The patient continued to struggle with gastroparesis symptoms (nausea, vomiting, and abdominal pain) and that the baby boy was in good condition.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(6). (B)(4).